Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. A new 3.5cm cuff was implanted. The patient is expected to recover fully.